Event description:
The fse reported that the system froze/locked up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The battery, x-ray control board, and the x-ray tube were replaced during the service call. The system was tested and found to be working as intended and put back into service.